Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a frame rate error was received and replacing the umbilical cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system gave an "acquisition error, navigation accuracy will be affected" and prompted the user to reboot the system. The message was received while attempting to take 3d images. The site rebooted the system two times with the umbilical cable connected and once without the umbilical cable connected, issue still occurred. The procedure was completed without the use of imaging. There was no patient impact reported and a delay to surgery of approximately 15 minutes.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable had two lines fail communication testing. It was noted that the cable passed continuity testing.